Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The broken fibers were confirmed. In addition, it was noted that the optical system lens was broken and the outer tube was bent and dented. The scope was received without the inner outer adapter. The investigation is ongoing and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that parts broke off inside the patient and the fibers were broken. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
After further review, it was determined that there was no report from the user facility of parts falling into the patient and this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.